Manufacturer narrative:
This is deemed a serious injury because medical intervention/treatment may be needed if this issue were to recur. The use of the aloe vesta perineal/skin cleanser is deemed possibly related to the event. According to the reporter, the "skin remains intact without drainage." No additional information has been provided to date. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Customer reports having discomfort after using product. She describes the discomfort as a little pinch feeling around her anus. She just started using the product 3 weeks ago. End user reports that the skin remains intact without drainage. The product was in use for 2 to 3 days.